Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the transverse colon and rectum/sigmoid during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip came loose from the sheath and remained inside the scope. It was only discovered at the later date. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the correct suspect device lot number; therefore, the expiration date and manufacture date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.